Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device screen is completely blank. A completely blank screen can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if it was needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's lcd backlight display pcb assembly to resolve the reported issue. Other unrelated repairs were also made to the device. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio-control further evaluated the removed backlight display and determined that the cause of the reported issue was due to a broken inductor on the lcd backlight pcb assembly.

Event description:
The customer contacted physio-control to report that their device screen is completely blank. A completely blank screen can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if it was needed. There was no report of patient use associated with the reported event.